Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited oversensed noise on the right ventricular (rv) lead and as a result delivered inappropriate anti-tachycardia pacing (atp) and a shock. Technical services (ts) was consulted and talked about following up with a full evaluation with isometrics. Further testing recorded high out of range shock impedance values. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5177411.

Manufacturer narrative:
Combination product: yes.